Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead pacing impedance measurements have been high out of range for the past few months. An x-ray was previously taken no issues were noted. Boston scientific technical services (ts) suggested troubleshooting options. There were no adverse patient effects reported.